Event description:
The surgeon implanted this valve. Echocardiogram performed indicated aortic insufficiency. Surgeon attempted to reimplant, "central jet" was observed. The valve was explanted and replaced with a medtronic tissue valve. Pt expired postoperatively.